Event description:
During index procedure the physician used a submarine plus pta balloon catheter to treat a lesion located in the sfa of the left leg. A distal embolization was also reported to have occurred following the procedure.

Manufacturer narrative:
Evaluation results and conclusion: (embolism).(B)(4).